Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the right-sided device is located entirely within the uterus') in a female patient who had essure (ess205) (batch no. 509812) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "endometrial ablation using the novasure endometrial ablation device." The patient's medical history included dysfunctional uterine bleeding. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant). At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure (ess205). The reporter commented: trailing coils- 2 on right and 4 on left. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error, device expulsion. Lot number: 509812 manufacturing date: 2006-04 expiration date: 2008-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the right-sided device is located entirely within the uterus') in a female patient who had essure (ess205) (batch no. 509812) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "endometrial ablation using the novasure endometrial ablation device". The patient's medical history included dysfunctional uterine bleeding. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant). At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure (ess205). The reporter commented: trailing coils- 2 on right and 4 on left. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.